Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, high pacing impedance and loss of capture were noted on the atrial lead. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.